Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and performed to specification up to the (B)(6) 2015. On the 17th november 2015 the device records a manual power on of 11 minutes duration. The device records an in range patient impedance. No shocks were advised. The device performed all subsequent weekly auto self-tests from the 22nd november 2015 up to the 18th september 2016. The pad-pak was removed and reinstalled on the (B)(6) 2017 and the device passed an auto self-test then passed a self-test during a manual power cycle. The device performed all subsequent weekly auto self-tests up to the (B)(6) 2017. The pad-pak was removed and reinstalled on the (B)(6) 2018 and the device passed an auto self-test and was manually power cycled. The device passed the subsequent weekly auto self-test on the (B)(6) 2018. No further log entries were recorded. The returned pad-pak was inserted into the device and failed to power on. A test pad-pak was inserted into the device and successfully passed an auto self-test, then passed a self-test during a manual power cycle.no warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found that the reported fault was attributed to a capacitor failure. This would then cause an installed pad-pak to potentially blow its fuse. This would account for the blown fuse in the returned pad-pak and device failing to power on and the lack of status led upon receipt. The functionality of the circuit is tested at both pba test and final. Therefore, it is concluded that the component failed after dispatch. The device performed to specification throughout the history log until the (B)(6) 2018, therefore, it is assumed the component failed after this time. Furthermore, after replacing capacitor c9, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. A failing c9 would not cause a device to switch on automatically. Additionally, there was no evidence in the history log or during the investigation to suggest the device was switching on automatically. Therefore, it is assumed the device was returned for failing to switch on. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.